Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. We would be very interested in examining product that does not meet the expectations and our quality standards. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
It was reported when using the bd¿ 50 ml ls syringe the stopper was defective. The following information was provided by the initial reporter. The customer stated: "when opening the needle, the stopper was found to have a defective issue."